Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a1401 is being used to capture the reportable event of balloon deflated. Problem code f2202 is being used to capture the reportable event of additional endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on an unknown date. On (B)(6) 2023, at 11 months, the patient had blue urine. The balloon was removed and a new one was implanted. There have been no patient complications as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.